Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error alarm during rewind due to corroded motor home switch. There was no compromised force sensor system alarm. The drive support disk was inspected and no anomaly was noted. The pump was missing the end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 283 mg/dl at the time of incident. The customer stated that they were changing the infusion set and it would not let them get out of the rewind process. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.